Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose level on (B)(6) 2020 at 11 pm with blood glucose level of 420 mg/dl. Customer threw up and was unresponsive for 12 hours and then ambulance came and check blood glucose which was 250 mg/dl. Customer experienced symptoms regarding their high blood glucose which included vomiting, difficulty in breathing, ringing in her ear and dizziness. Customer was on insulin drip at hospital. Insulin pump will not be returned for analysis.